Event description:
It was reported that a progav shunt system (#fv435t) want to be implanted during a procedure. According to the complainant, the reservoir could not be pressed properly and was not implanted into the body. The complained product will be sent to the manufacturer for investigation. No patient complications were reported as a result of the complaint.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Visual inspection: during the investigation, a deformation of the membrane of the reservoir was detected. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: since only the reservoir was complained about, testing on the test bench is not necessary. Adjustment test: the progav was tested and is adjustable to all specified pressures. Brake function test: the brake functionality test has shown that the brake function operates as expected. Results: based on our investigation results, we can confirm the observation of the complaint. We checked completely correct functioned reservoirs to repeat this occurrence of the depressed membrane. The result is as follows: if excessive force is applied when pressing the membrane, it is possible that the membrane will not flap back. Per IFU the preoperative testing by pumping the reservoir is not necessary but can be done. Only the permeability test is required/recommended. In accordance with the function of the reservoir, the csf is pumped in the direction of drainage via a check valve in the proximal inlet connection, allowing both the distal drainage section (reservoir difficult to empty/express) and the ventricular catheter (no filling of the reservoir after expression) to be checked. During the preoperative test procedure, the same situation occurs (reservoir cannot be completely emptied and is difficult to fill), and this can lead to an excessive pressure on the membrane. Consequently, the silicone is overstretched, and results in these complications. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
The complained product is now sent to the manufacturer for investigation.